Manufacturer narrative:
Follow-up #1: date of submission: 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: the pump powered on normally with no issues. All of the sound features were changed to vibrate for testing purposes. A warning and alarm were reproduced with the sound settings set to vibrate; the pump gave the appropriate vibration and displayed the correct message on the screen. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent vibration issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.